Manufacturer narrative:
Technician asked account to zero the scale and sit on the bed and arm the out of bed mode. Account did so and the out of bed armed. Account stated that the ppm is working properly and he could not duplicate the problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the ppm was not alarming at the bed, when a patient left the bed. Account stated that there were no injuries.